Event description:
Customer reports receiving erratic readings when testing their child. In blood glucose tests, customer received readings of 500 mg/dl, 412 mg/dl, 111 mg/dl, and 101 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error glid fell into the "c" zone showing the difference in valves to be clinically significant. Customer states that they have medicated their child based on these results, and that on several occasions the child has experienced hypoglycemic symptoms. However, there was no report of death or serious injury associated with this event.